Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent and sensor ptfe-nitinol guidewire were used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure, the surgeon had difficulty pushing the contour stent on the sensor wire up into the patient's ureter. The physician pulled the stent and the sensor wire out of the patient and discovered that the sensor wire had exited through one of the drainage holes on the proximal end of the stent. The stent had split from drainage hole to the end of the stent and part of the sensor wire had stripped. The procedure was completed with another contour vl ureteral stent and sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-05625 for the other associated device information

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.